Event description:
Manufacturer's domestic evaluation unit determined the lancet needle will not retract after firing in the softclix lancing device. The customer originally reported the lancet device not firing; no accidental stick with a lancet was reported.